Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. It was observed that the pacing lead impedance was out of range and high on the right ventricular lead. The lead was capped (B)(6) 2020 and replaced. The patient was stable.